Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during initial implant procedure, the lead appeared to be kinked. The lead was removed and replaced. Patient was stable and discharged.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.3 cm with a stylet inserted in the lead lumen. The stylet was removed and found to be kinked at the distal portion. The lead was no longer bent after removing the stylet, and no additional anomalies were noted.